Event description:
It was reported that a user applied a dexcom g7 sensor that failed to pair, replaced the sensor, and then successfully paired the new sensor with guidance before being connected to the sensor manufacturer for replacement, indicating an intermittent communication failure potentially related to the antenna or electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between connected components, consistent with intermittent communication failure and involvement of the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.